Event description:
(B)(4). Dealer states brand new out of box failure. The walker will not lock into place. Update 11/26/14: the dealer states the button for the folding mechanism is broken right out of the box.